Event description:
It was reported that this pacemaker system exhibited high, out-of-range (oor) right ventricular (rv) and right atrial (ra) pacing lead impedance (pli) measurements measuring greater than 3,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. The device was re-programmed at the last in office as there were observations of high oor rv pli. Additionally, there is evidence of oversensing of noise on both leads, most likely due to prior programming to unipolar. Technical services recommended an x-ray and discussed possible causes. At this time, the system remains in service. No adverse patient effects were reported.